Manufacturer narrative:
It was reported that the ventilator generated alarms indicating low o2 supply pressure and low o2 concentration. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. During on-site visit the technician checked the device and no deviation was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. Provided logs confirmed the reported issues. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator generated several alarms like: airway pressure high, volume delivery restricted, pressure delivery restricted, o2 supply pressure low and o2 concentration low. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. Review of the logs confirmed that prior to ventilation and reported issue the pre-use check successfully passed on 04/04/2023. According to the technician the pre-use check successfully passed during check up of the device. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator. The root cause of the reported alarms has not been determined.

Event description:
It was reported that the ventilator generated alarms indicating low o2 supply pressure and low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).